Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor leaking oil and contaminating the drive motor home switch. The insulin pump was received with detached end cap. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.